Event description:
It was reported that while setting up the backup system controller while in the operating room, one of the retention screws came out completely and appeared stripped. The protective piece over the screws was unable to be put back on. A new system controller was obtained and set up as the patient's backup system controller. The device was never on the patient or utilized.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a stripped screw in the out-of-box controller¿s back cover was confirmed, as the damage to the screw¿s head was observed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). However, the reported event of the screw falling out of the back cover was not confirmed. The back cover was shaken, and pressure was applied to the bottom of the screw; however, the reported event was unable to be reproduced. Although no notable damage was observed to the threads, it was noted that additional force was required to tighten the screw within the housing¿s helicoil. The controller passed all functional testing and was found to perform as intended despite the observed screw damages. Additionally, a log file was downloaded from the controller upon return, and no notable events were observed. A manufacturing analysis task was created in order to investigate this issue; however, no issues were found with the manufacture of the controller, and the root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.